Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire technical support representative reviewed the log files and suspected that block test was done incorrectly. Advised to perform repeat test. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 having alarms 401 inspiration valve or device leaky and 316 blower failure prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to received the suspect device for evalution. Initial finding shows that it is visible that there are multiple inspiration valve nt log entries with error code 4 which indicates a problem with the pblower transducer. Checked the adcs in the logs and the pblower reading is 602. All other adcs are in range. As a resolution, replaced unit with new insp. Block under warranty. The root cause was determined due to insp block - "press blower" sensor. Defective pressure sensor / transducer or corresponding measurement electronics on the sensor board electronics on the inspiration block.